Event description:
The manufacturer received information in relation to an everflo 120v opi. The user alleges the device has low purity of 75%, blown sieves, melted cabinets, case full of sieve dust, overheating. The device has not yet been returned to the manufacturer for investigation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.